Event description:
It was reported via repair work order that the brakes could not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side control pedal could not engage the brakes. However, the head end pedal could still engage the brakes. This event would be considered a caregiver annoyance as the brakes could still be engaged using an alternative pedal.